Manufacturer narrative:
Additional data: device evaluation-lens was returned dry in lens case/vial. Visual inspection found haptic torn/broken. (B)(4).

Manufacturer narrative:
Product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, - 10.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's last visit on (B)(6) 2017 had an uncorrected visual acuity (ucva) of 20/20 and a best corrected visual acuity (bcva) of 20/20.